Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and pump touchscreen was unresponsive. Additionally, the wake button was sticking. There was no reported impact to customer's blood glucose level. Customer declined a follow-up from tandem technical support and no further information was obtained.